Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the pt's flange fixture with abutment fell out in 2005. The fixture and abutment were returned to the MFR. It was noted on the paperwork accompanying the device that the coupling between the abutment and the sound processor "seemed extremely tight, more so than normal". The pt received another flange fixture and abutment the following month, and received the sound processor in 2006.

Manufacturer narrative:
The flange fixture and abutment were evaluated. The device was within all specifications. No faults were observed when the device was examined under a microscope. Snap coupling force for coupling the sound processor and abutment was checked and found to be within specifications. This is a final report.